Event description:
A customer contacted beckman coulter inc., (bec) and reported the coulter lh 750 instrument was giving incomplete differentials (nonnumeric results) and diff r-flags on qc. Call center personnel had the customer check, replace, and prime the diff pak which resolved the diff issue. The customer called back (30 to 40 minutes later) and stated the unit was giving incomplete reticulocytes, but startup and latron passed. A customer technical support (cts) had the customer check and prime the retic pak and retic qc issue was resolved. Customer once again called (less that 30 minutes later) and reported a small (4 ml) clear liquid leak that appeared to be diluent in the area of the flowcell and contained in the instrument. No system error was generated. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, face shield, and gloves. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated or reported during this event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak at tubing from diff mix chamber to flowcell and replaced the tubing to repair the leak. The fse also found slow actuators at diff tower pinch valve (pv65) and 50 and replaced the actuators for pv65 and 50 as auxiliary service. The cause of the leak was tubing from mix chamber to flowcell. (B)(4).